Event description:
Initial contact from the consumer was on (B)(6) 2014. At that time, the consumer stated that while attempting to remove a tampon, she was unable to locate the string; however, manual removal was successful. On (B)(6) 2015, the consumer contacted us stating that during her next cycle, she found what appeared to be a partial pledget on a pad. She feels it was possibly in her vaginal canal for several days and led to a yeast infection. She has had no medical evaluation and is treating the infection with an otc medication. She stated the infection is improving and does not need medical attention at this time.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.